Event description:
Medtronic received information that a 19 mm carpentier-edwards magna valve was replaced with a 17 mm st. Jude medical valve due to reduced contractility resulting from a restricted coronary ostia. No further associated adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)